Event description:
It was reported that this patient received shock therapy from this implantable cardioverter defibrillator (ICD) device on three different days. In the first episode, the patient was indicated to have had one hour of paroxysmal atrial tachycardia (pta) and received five shocks from their ICD device. Pta is an atrial-driven arrhythmia and therefore, the device shocks are inappropriate therapy. In the second episode, the patient was noted to have experienced dizziness and received three to four shocks from their ICD device. The suspected cause is unknown. In the third episode, the patient was noted to receive three to four shocks from their ICD device within 10 to 15 minutes. Again, the suspected cause is unknown. All three episodes were noted to be non-serious. The device remains in-service. No additional adverse patient effects were reported.